Event description:
A review of the test data indicted impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b & h.6. Advanced bionics considers the investigation into this reportable as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will not return for analysis. A review of the device history record was performed, and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.